Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, she had high blood glucose level (300 to 400 mg/dl). The tubing came disconnected from the connector that lead into her body while sleeping. No further information available.